Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black particles in tubing. Patient started getting sick, coughing, upper respiratory infection then patient had left side weakness. The patient went to the ER for suspected stroke. Patient was diagnosed with bells palsy. Patient required prescription medication. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report, the adverse event/product problem box b section was not documented correctly. In this report, the adverse event/product problem in box b has been updated and corrected.

Manufacturer narrative:
The manufacturer had previously reported that in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black particles in tubing. Patient started getting sick, coughing, upper respiratory infection then patient had left side weakness. The patient went to the ER for suspected stroke. Patient was diagnosed with bells palsy. Patient required prescription medication. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. Section product UDI in box d and recall-z number in box h has been updated/corrected in this report.